Manufacturer narrative:
The pod was found to function as intended with no evidence of any damages or deficiencies that would result in the device over delivering insulin. Inspection of the patient history buffer data showed that the automated glucose control algorithm functioned as intended and was able to appropriately adapt to changes in estimated glucose values and user inputs.

Event description:
It was reported that a pod was applied on wednesday (B)(6) 2025, and by friday (B)(6) 2025, the patient had to be taken to russells hall hospital after the controller displayed "low" (>2.2 mmol/l). The pod, worn on the arm for between 37 and 48 hours. The patient developed slurred speech, light-headedness, and dizziness. The healthcare provider had adjusted the ratios and op5 controller settings. The legal guardian (lg) believes the incident may have been linked to growth and hormonal changes. Additionally, the lg believes the settings were too aggressive. No specific medical diagnosis was given, but it was concluded that the incorrect ratio settings likely caused the drop in blood glucose levels. The patient was treated for hypoglycemia with glucose tablets and injections. The hospital stay lasted two days, with discharge on (B)(6) 2025.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.